Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that calibration and sensor errors have been received. Customer does not recall any significant events leading to the error, but indicated that she was having issues with the tape not sticking correctly. Customer's blood glucose was 420 mg/dl at the time of incident. Troubleshooting was done for errors and the customer was advised that new supplies would be provided to her and to return the sensors for analysis.